Event description:
It was reported that the customer was cleaning the transmitter and dropped it in her coffee cup. The customer's blood glucose was 120 mg/dl. The customer immediately took the transmitter out but was concerted that it was not working properly. The customer was able to dry out the transmitter. Advised customer to connect the transmitter to the blue test plug, and the customer stated that the transmitter blinked six times. Advised customer to do the same procedure after one hour. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.